Event description:
Blade possibly got torqued/jammed. There was constant fluid suction even when suction lever was turned off. The blade kept popping out of the hand piece. It does not seem it is in window lock.

Manufacturer narrative:
Lot number and expiration date: complainant did not provide a batch number. Without a batch number, lot number and expiration date cannot be determined. Device manufacture date: complainant did not provide a batch number. Without a batch number, the device manufacture date cannot be determined. Result: device within specifications. Complaint could not be replicated. Product evaluation: inspection of the returned device indicated the following. There appeared to be fade laser markings on both inner and outer tubes. The sluff chamber outer diameters were measured by micrometer and they were within specifications. The inner blade rotated freely, and the blade could be window locked manually. The device was connected to a truclear control unit and truclear hand piece, and window lock was successfully achieved. The device fit well in truclear hand piece. The returned device was subjected to flow testing. The device demonstrated a marginal flow rate as compared to validation information in the design history file when window locked a vacuum of 250 mm hg was applied. Based upon this analysis, the customer complaint could not be confirmed. No further investigation is warranted at this time.